Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage due to the patient depleting both external batteries and system controller backup battery. Additional information was requested, but was not provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the system controller's internal backup battery. Review of the log file showed that on (B)(6) 2018 at 3:52 am the patient experienced a low battery advisory alarm. At 5:11 am the patient experienced a low battery hazard alarm. At 5:33 am the patient experienced a no external power alarm after the patient¿s batteries became fully depleted. The backup battery started to operate and the system continued to operate as intended. At 7:26 am the backup battery became fully depleted. The patient experienced a pump stoppage and an internal clock reset indicating a total loss of external power. After an undetermined period of time the patient reconnected to fully charged batteries and the system started to operate as intended. On (B)(6) 2018 at 7:18:05 pm the patient had their internal clock adjusted to the proper time. The log file appeared to show the system operating as intended for the remaining duration of the submitted log file. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.